Event description:
It was reported that the cord on the motor device was severed. It was further reported that the device had no power. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord had been severed with wires exposed and the console showed e8 and e9 errors which caused the motor to not run. Therefore, the reported condition was confirmed. It was determined that this was indicative of allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to component damage caused by misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.